Event description:
During atrial tachycardia, mapping was done with a non-abbott mapping catheter (pentaray) since the tachycardia was most likely of left atrial origin. Transeptal puncture was performed which was difficult due to anatomical circumstances, so a transesophageal echocardiography (tee) was performed to assist in the puncture. After transeptal puncture using agilis and brk transeptal needle, a thrombus was visible on the septum below the agilis. The procedure was aborted. There were no patient consequences. Thrombus was noted after transeptal puncture. Thrombus was located on left side of septum, and there were no biosense webster devices in the left atrium. The report reflects information received by FDA in the form of a notification per 803.22(b)(2)

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The product's model/lot number was unable to be obtained and therefore full UDI information(d4) and 510k(g3) cannot be not provided.